Event description:
It was reported that the zimmer skin graft carrier 3:1 turned the skin graft to spaghetti. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. The reported malfunction of the carrier causing the graft to shred during meshing can not be confirmed without the carrier being returned. If the carrier was involved in shredding the graft causing "spaghetti" results, it is most likely that it was due to the wrong side of the carrier being used. It is stated in the instruction for use for dermacarriers ii skin graft carriers; "place the dermacarriers ii carrier grooved side up on the table.'